Event description:
Unomedical reference number (B)(4). Event occurred in the spain. Event occured on (B)(6). It was reported by the patient that 4 infusion set fell off within a few hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 12244- device 4 of 4.